Event description:
It was reported by consumer that they bought a 9669 drop arm commode. Received (B)(6) 2014 and the seat is cracked in front of the unit on the ring. Notice about 3 weeks ago. No further information. She called her provider and they state unit is not covered under warranty, it is warranty for 5 years.